Manufacturer narrative:
The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient presented to the clinic with pain. Upon evaluation of the patient's scs system, all of the scs lead contacts were invalid. Surgical intervention was taken, during the procedure a breakage of the lead inner wiring was clearly visible. The lead was successfully replaced with a new one. Effective stimulation therapy coverage of the patient's pain area was reportedly achieved postoperatively.